Event description:
Healthcare professional reported, a left side deflation. During explant, physician noted, "particles in valve". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed 1 opening assessed as fold flow opening. Particles in valve: no particles were observed in valve. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a left side deflation. During explant, physician noted "particles in valve". The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 04/22/2024.

Event description:
Healthcare professional reported a left side deflation and "particles in valve". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, a left side deflation. Device remains implanted.